Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) patient was unable to send transmissions. The patient reported that the problem was with the icm as it was close to three years since the implant. The device remains in use. No patient complications have been reported as a result of this event.